Event description:
This device was turned off and a new device was implanted on the patients right side because the rv lead exhibited noise and the patient received an inappropriate shock. The physician did not attempt to explant this system because "left sided vasculature was occluded". Should additional information be received, this file will be updated.